Event description:
It was reported that the yellow protective sheath could not be removed from the balloon. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.